Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a patient reports seeing halos around lights, especially at night. There are two manufacturers device reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 01/22/2008, 01/24/2008 and 01/25/2008 by phone, mail and fax.